Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Additionally, the battery gauge was incorrect. The customer¿s blood glucose was between 108-280(mg/dl).